Manufacturer narrative:
An abbott technical executive (te) at the site replaced multiple parts on the analyzer including diaphragms, o-rings, seals, probes, lamp and cuvette dryer tips. After performing multiple precision runs the te found the instrument to be operational. The issues of this event are addressed in the abbott architect system operations manual, list number 06e28-07, troubleshooting and diagnostics, section 10: sample results observed problems (c system), erratic results, poor precision - photometric results (c system) section 10-549, probable cause/corrective action: scheduled maintenance is due. Perform the scheduled maintenance; syringe seal(s) and/or o-ring have failed. Replace the syringe o-ring and seal tips. See replace sample or reagent syringe o-ring and seal tips 1 and 2 (c system), page 9-157; probe tubing connections are loose or leaking. Tighten the tubing connections or replace the tubing. See replace the sample probe tubing (c system) page 9-98, or replace the reagent probe tubing (c) system, page 9-101; reagent probe tubing is discolored or contains precipitate. Replace the reagent probe tubing (c system), page 9-101; probe tubing is damaged. Replace the tubing between the probe and the connector on top of the pipettor. See replace the sample probe tubing (c system), page 9-98, or replace the reagent probe tubing (c system), page 9-101; tubing connection to the syringe is loose: tighten the side and top tubing connections to the syringe body. Perform as needed maintenance procedure 2132. Flush water lines, page 9-49; sample or reagent probe is partially obstructed. Perform weekly maintenance procedure 6023, clean sample/reagent probes, page 9-34; and, probe wash pump poppet valve has failed. Replace the pump poppet valve set (c system), page 9-165. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that one patient sample generated an initial architect c8000 glucose assay result of 380 mg/dl. The sample retested at 150 mg/dl. The customer then tested the sample on other analyzers in the lab and all results were approximately 380 mg/dl. A service call was initiated. There is no impact to patient management reported.